Event description:
The customer reported the system made a popping noise and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and lubricated the candlestick high voltage connectors. The system operates as intended.